Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose reached 406 mg/dl. Customer treated their blood glucose with a manual injection. It was also found the customer was feeling thirsty and frequently urinating due to their high blood glucose. Troubleshooting was not completed as the customer declined to check for the presence of leaks and air bubbles and site/insulin issues. Troubleshooting was also not completed because the customer did not having tubing clamps to perform a high pressure test. The customer also stated the drive support cap appeared to be normal on the insulin pump. Customer also reported experiencing a low blood glucose of 57 mg/dl that was treated with food. The customer's current blood glucose was 285 mg/dl. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.